Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The maximum crimped stent profile was measured. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) was reviewed. Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. A visual and tactile examination found multiple kinks along the hypotube shaft. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x12mm promus element drug-eluting stent was selected for use to treat the target lesion. However, during preparation, the physician found that the stent was deformed. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. A 2.50x12mm promus element ¿ drug-eluting stent was selected for use to treat the target lesion. However, during preparation, the physician found that the stent was deformed. No patient complications were reported and the patient's status was stable.